Manufacturer narrative:
D4 unique identifier (UDI) for balloon: (B)(4). D4 unique identifier (UDI) for pump: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the cuff of this artificial urinary sphincter (aus) presented a mechanical problem. The aus was explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
D4 unique identifier (UDI) for balloon:(B)(4) d4 unique identifier (UDI) for pump: (B)(4) there was no device available for analysis. The reported event of mechanical problem is known risks and noted as such in the device instructions for use. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was completed and confirmed that the event of mechanical problem was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on this investigation a clear probable cause for the event cannot be established.

Event description:
It was reported that the cuff of this this artificial urinary sphincter (aus) presented a mechanical problem. The aus was explanted and replaced. There were no patient complications reported.